Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgical tech noticed the threads on the offset impactor were damaged. The surgeon used the straight impactor to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Follow up # 2 is being submitted to update (lot#).

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgical tech noticed the threads on the offset impactor were damaged. The surgeon used the straight impactor to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: a restoris pst offset impactor showed thread damage. The straight impactor was used with no impact to the case. Device evaluation and results: the product was unavailable for inspection. CAPA 1086131 has been initiated in regards to missing product. Device history review: review of the device history records indicate (B)(4) devices were manufactured and accepted into final stock on 4/21/2014 per npr 14-02-0025. A review of npr 14-02-0025 revealed that the non-conformance is not related to the failure alleged in this compliant. All threads were inspected successfully. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 209360, lot number 028548 shows one additional complaint related to the failure in this investigation. Tracking of complaints related to the 209360 part number will be tracked through quarterly trend request #671. Conclusions: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action/preventive action: CAPA (B)(4) has been initiated in regards to missing product. Per RMA records, the device was delivered to stryker mako for investigation. After transaction through the mako internal RMA process, the part was lost prior to receipt by an investigator. Device was not available for evaluation.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgical tech noticed the threads on the offset impactor were damaged. The surgeon used the straight impactor to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event is being completed at mako surgical. A supplemental report will be filed when additional information is obtained.